Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a nc euphora balloon catheter, the balloon ruptured during post-dilation when reaching an inflation pressure of 10 atm. The lesion being treated was a mildly tortuous, moderately calcified lesion with 90% stenosis in the ostium left anterior descending (lad) artery. The balloon was inspected with no issues noted. Negative prep was performed without issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The event did not lead to patient injury or extended hospitalization, and no medical or surgical intervention was needed to prevent a permanent impairment of a function. The patient is alive with no injury.

Manufacturer narrative:
Additional information: annex d codes. Correction: annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.